Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found the lead body outer insulation was damaged at the depth stop site.

Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported during a procedure, there was low impedance of 32 ohms on electrode 0<(>&<)>1. The lead device was not implanted as a result. The cause of the issue was not determined. The patient status at the time of report was alive with no injury and no patient symptoms were reported. They tested lead impedance prior to test stimulation at 3 volts and the 0<(>&<)>1 combo had low impedance.

Event description:
Additional information received reported that the low impedance on contact combination 0 and 1 was prior to intra-operative test stimulation and they had tried disconnecting the twist lock screening cable and different orientations to insure good contact but it had not solved the problem. They had been unable to obtain satisfactory impedance value on contacts 0 and 1 during intra-operative stimulation. There was no patient death or injury and the patient had recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.